Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). It is reported that the io thread broken was stuck in screwhead.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope, panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The threaded end was found to be broken off. In the next step we investigated the fracture surface. Here we found the typical signs of a multi axial stress condition of bending and torsion. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during at the time of production. There are no further complaints with this lot on hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the fracture surface exhibits the typical signs of overload. A material defect or a manufacturing error can be excluded. According to the case description, the surgeon "had to put a lot of force to release the screw." No CAPA is necessary.